Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11:30am. The patient manages her diabetes with insulin (no adjustments); however, the patient denied taking any action in response to the alleged power issue. Two hours after the reported meter issue began, the patient claimed she nearly passed out. According to the csr's documentation, at an unspecified time (on (B)(6) 2011), the patient went to urgent care/ clinic, obtained a low (unspecified) reading with the clinic's meter, and was administered food and/or drink as treatment by a health care professional. During troubleshooting, the csr noted that the subject meter's battery was not replaced (per owner booklet recommendation) and the patient did not have a replacement battery available. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.